Manufacturer narrative:
The lot number for the two malfunctions was provided and a lot history review was performed. The devices have not been returned for evaluation, therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1825 biopsy instrument allegedly experienced difficult to remove and material twisted / bent. This information was received from one source. The two malfunctions involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.